Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred because it could not be energized normally due to the cable break. The cable break might be due to unacceptable force such as bending and twisting during use, transportation, installation, or reprocessing at the facility.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to breakage of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the image became abnormal like sandstorm. There was no report of patient injury associated with the event. The event date was unknown.